Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. A small amount of liquid was found around the motor cartridge. Based on the initial investigation details, the likely cause was problems with corrosion in the top and bottom of the handpiece. The quality assurance engineer's research found that the device was most recently returned in (B)(6) 2009 for repair, which also involved an issue with corrosion. The driveshaft, cartridge, housing, and nose housing were each replaced. Service will repair and return the device to the customer.

Event description:
It was reported that the drill began leaking an oil substance during an oral and maxillofacial surgical procedure. The leakage did not enter the pt wound site, however, the site was cleaned and irrigated. The procedure was completed successfully with another device. There was no pt or user injury and no additional treatment required.